Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during an unknown time, there was a black particle inside the sterile package, it looked like metal. There was no patient harm/injury or surgical delay reported. Due diligence is in process; no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. (B)(4) devices were returned sealed within the sterile packaging. Visual examination of the returned products/provided pictures found (B)(4) of the sterile packages were conforming to specifications and did not have foreign particulates. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during kit inspection, there was a black particle inside the sterile package, it looked like metal. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.